Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that on several occasions the infusion set has leaked between the headset and the self-adhesive. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.